Manufacturer narrative:
Customer reports that the app loses connectivity every 30min (huawei p30, android 10, app version 1.3.2) an attempt to reproduce the reported event with minimed mobile app (software version 1.3.2) on samsung galaxy s9 (android 10) with 780g pump (software version 6.5v.10) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough investigation, we have found that the main root cause for the user¿s pairing problems is supervisor_timeout error returned by the android os. Supervisor_timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: uninstall and reinstall the app reset network settings: settings -> general management -> reset -> reset network settings. Long tap on mmm app icon -> tap on small ""info"" icon in right top corner -> battery -> select ""unrestricted"". Settings: battery and device care: battery: ""power saving"" switch to off settings: battery and device care: battery: background usage limits: never sleeping apps tap on the + icon in top right corner, find & select minimed mobile, click add button on bottom bar. Settings: battery and device care: battery: more battery settings: ""adaptive battery"" switch to off despite making multiple attempts to contact the helpline representative to confirm if provided steps helped with resolving the issue, we have been unable to obtain a response. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The information received by medtronic indicated customer complained about pairing failed with mobile application and pump. Troubleshooting was performed and unable to resolve . No harm requiring medical intervention was reported. The device will not be returned for analysis.